Manufacturer narrative:
A specific root cause could not be identified. The investigation checked the performance testing done during the service visit results after the service actions and found it was acceptable. The provided alarm trace showed no evidence pointing to a cause for the issue.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable myoglobin result for one patient sample. The initial result was <21 ug/l and was reported outside the laboratory. The sample was repeated and the result was around 3900 ug/l. The medical personnel were informed about the correct result. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative performed adjustments and changed the pinch tubes. Performance testing was completed.